Event description:
It was reported the patient experienced a loss of therapeutic effect. It was stated the patient had an increase in baseline pain in (B)(6) 2010, vomiting on (B)(6) 2010, and severe pain on (B)(6) 2010. It was stated the patient was "taking large amounts of ativan." A volume discrepancy was reported. The expected residual volume was 1.5 ml. The actual residual volume was 11.2 ml. The patient had a refill on (B)(6) 2010, and did not complain of any symptoms to their health care provider. The medication being delivered via the device system was morphine. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).